Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue, the battery compartment was cracked, and the battery cap was unable to tighten. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/24/2016 with the following findings. A review of the black box indicated unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked. The battery cap was not returned; a test cap was used to complete investigation. The test battery cap was able to carefully attach to the pump. The pump was exercised for 24 hours using the test battery cap and no power issues occurred. The pump cover was removed and no internal defects were found. The complaint of a power issue could not be duplicated on investigation. (B)(4).